Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator delivered 2 tachy shocks across 2 different episodes. Technical services reviewed the episodes and could not clearly determine if the provided therapies were appropriate or not. The morphology of the arrhythmia was not very indicative of true ventricular tachycardia or an atrial driven arrhythmia. No information was obtained from the clinic on how was this case considered. This implantable electrode remains in service and no additional adverse patient effects were reported.